Event description:
Patient was implanted bilaterally with endotine forehead 3.0 on (B)(6) 2016. During a follow-up visit on (B)(6) 2017, it was identified that the patient had swelling on both sides, as well as redness and irritation. Both implants were removed on (B)(6) 2017. It was initially thought that this was symptomatic of infection; however, the doctor associated with the surgery later stated that, during removal of the implants, the area surrounding the implants did not look actively infected and there was no pus.